Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was confirmed that the tip of the forceps is stuck inside the conduit line of the biopsy channel port (metal part). The obstructing forceps distal end is believed to be from the electroosurgical hemostatic forceps. It likely that the foreign object obstruction was caused by the handling of the forceps or the forceps themselves; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovidescope exhibited foreign matter in the forceps channel. There was no patient involvement.